Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving the audible low blood glucose level alert during the night. The customer's blood glucose level ranged from 50 to 89 (mg/dl). The customer consumed sugar tablets to stabilize bg levels.